Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switch due to competitive pacing was observed. The patient was asymptomatic. Programming changes were recommended. The device remains implanted.